Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm was reading 113 mg/dl. No bg meter comparison value was taken at this time. The patient was experiencing increased thirst and increased urination. The patient decided to go to the emergency room for evaluation. At the ER, the patient¿s cgm was still reading 113 mg/dl, and the bg meter was reading 351 mg/dl. The patient was treated with an insulin injection. The patient was admitted to the hospital for observation. She was discharged home two days later, on (B)(6) 2025. The patient was ¿feeling fine¿ at the time of follow-up. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator wen the patient was symptomatic. The reported glucose values fall within the c zone of the parkes error grid at the ER. No additional patient or event information is available.